Event description:
The customer reported a motor error alarm and insulin squirting during the manual prime. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed error during the basic occlusion test due to a corroded home switch. The insulin pump had a missing end cap sticker.